Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient developed an infection around the incision site and the pump was subsequently explanted.